Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their implantable neurostimulator (ins) would not charge. The patient stated that they have charged the recharger fully, but was unable to get it to charge the implanted device. It is unknown when the charging issue occurred. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.